Manufacturer narrative:
The reported event is confirmed cause unknown. Received (5) sample photos. Photo (2) shows a 2 way silicone catheter with sample port and syringe. Photo (3) shows a tear on the inflation funnel. Photo (3) shows verified material 2758j14 and lot number ngjz2835. Photo (5) shows packaging label and verified lot mykt1310. Received 1 all silicone foley catheter with syringe. Visual inspection noted a tear measuring (0.2696 inches) on the inflation valve arm causing solution leaks. This does not meet specification which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloons are not allowed, and must inflate and deflate with the use of a syringe." The reported event is addressed in step 186. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre use test the foley catheter sterile water leaked from near the catheter shaft and funnel branch.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-use test the foley catheter sterile water leaked from near the catheter shaft and funnel branch.